Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, severely calcified and 90% stenotic mid to distal right coronary artery. The physician first pre-treated the lesion with a 1.50mm and 1.75mm rota. Then the physician advanced the 3.5x20mm quantum maverick balloon to the distal rca and dilated at 20 atms. The physician then moved the balloon to the mid rca and inflated it to 20 atms, then the physician inflated the balloon to 12 atms for 10 seconds and the balloon ruptured. There was no injury to the patient. According to the physician, "it was a pinhole rupture". The device was removed intact. The procedure was successfully completed with a 3.75x20mm quantum maverick balloon. Patient status is listed as "good".